Event description:
The reported claimed that she overdosed with 200 units of insulin with the animas insulin pump because she reportedly "left the tubing connected to her pump and somehow primed the whole 200 units ..." The patient was admitted into the emergency room for 24 hours and was treated with d50 glucose until her blood glucose was stabilized. This complaint is being reported because the patient reportedly received medical intervention after she mistakenly primed 200 units while still connected to the insulin. There is no evidence that the animas product malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.